Event description:
Performing septoplasty with use of freer elevator; end of freer elevator broke off during use in septal area; identified by x-ray. Patient initially under mac (monitored anesthesia care) for procedure, which became general anesthesia in order to remove piece of metal lodged in septal area. Patient required 23 hour observation in hospital.